Event description:
A report received from the USA stated an 840 ventilator experienced a distorted lower display. It is unk if there was pt involvement at the time of the event. The date of the event is unk.

Manufacturer narrative:
This report is currently being investigated. As add'l info is obtained, a supplemental report will be filed. (B)(4).